Event description:
During a laparoscopic cholecystectomy, the insufflator suddenly would not maintain abdominal pressure. The gas tank was changed to rule out an empty tank as the cause of the problem. The difficulty maintaining pressure persisted with the new tank. The flow on the insufflator was set to 18l/min in order to maintain adequate abdominal pressure so that the procedure could be completed. The pt suffered no adverse effects.